Event description:
Dr tried to remove a 4.0 cannulated cancellous screw in acromioclavicular joint of a pt. The fracture had been observed to be healed, so the removal surgery was performed in 2004. Dr first used a hex driver, but the screw was so tight and the hex got stripped. Then the surgeon used easy out. This was not successful. So the surgeon gave up removing the implant and finished the surgery, but the easy out had been broken in the wound and the broken tip (approx 7mm long) was left with the implant. The surgeon noticed the breakage looking at a post op x-ray.